Event description:
It was reported that the ventricular lead exhibited a bi- polar impedance of 1545 ohms and a unipolar impedance of 266 ohms. In 2007, bipolar lead impedance was 366 ohms. Bipolar capture thresholds were 3.75 v, 1.0 ms and unipolar capture thresholds were 0.75 v, 1.0 ms. The patient was aysmptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.